Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrodes. The area was described as red and burning. During a follow up, it was reported that the hospital had provided the patient with a cream and that the rash had cleared up due to the use of the cream.